Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2016. Multiple manual power ups mainly under 1 minute duration were observed in the device memory between (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. Multiple manual power ups of one minute duration may indicate the device was switching itself on automatically and the user was intervening by turning the device off via the on/off button. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in usage of device of this report.